Event description:
The hcp reported that they were checking for a motor stall recovery post MRI but were unable to get telemetry in the pump. The green light was blinking then the amber light blinks half way across the interrogation but was never able to complete successfully. The hcp had gone in and out of application several times and had even changed the batteries. Per the hcp they had tried interrogating under fluoro to confirm the telemetry head was placed right over the pump and confirmed the pump had not flipped. The patient also mentioned that he also had problems with his ptm not giving boluses if it is not in the precise location. The hcp changed location to interrogate the pump and it did not work. The critical alarm interval was an hour and it had been over an hour that patient left the MRI place and the pump alarm had not been heard. The patient planned to deliver a bolus when they got home. The pump delivered clonidine, baclofen and morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported the patient had his cellphone in his pocket while the health care professional (hcp) was trying to program the pump. The hcp was unable to program the pump due to the interference from the cellphone. The patient's cellphone was turned off and the problem was resolved. No patient injury was reported. The device system was used to deliver morphine, bupivacaine, and clonidine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: catheter: model # 8709sc, lot # n180167013, implanted on: (B)(6) 2009, explanted on: unknown. 8835 personal therapy manager: serial # (B)(4). 8840 nvision handheld: serial # unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).